Manufacturer narrative:
The reported event of lead being stuck in the sheath was not confirmed. Visual examination found the distal tip was clogged with blood. The lead to catheter insertion test was not performed since the guidewire could not fully inserted into the lead due to clogged blood at the distal tip. Dimensional analysis of the ring electrodes was in product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
New information received indicates that the left ventricular (lv) lead was also unable to be removed the lead from the sheath.

Event description:
It was reported that during the implant, the left ventricle (lv) lead was stuck in the sheath and not able to enter the target vessel. The physician elected to not use the lv lead and implant left bundle branch pacing (lbbp) lead. The patient condition was stable.